Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient presented in the emergency room with intermittent non-capture. A temporary lead was placed. Dislodgement of the left ventricular (lv) lead and right ventricular (rv) lead was confirmed due to suspected twiddler's syndrome. The implantable cardioverter defibrillator (ICD)&#2067;ystem was explanted and replaced with an epicardial biventricular system using two rv leads with a y adaptor. No patient complications have been reported as a result of this event.